Event description:
A physician reported a case concerning a patient with unremarkable medical history. In 2004 the pt underwent the implantation of an intraocular lens tecnis z-9000 (the reason for implantation was not specified). No complication occurred during the surgical procedure. After surgery the pt could not see completely clear and their visual acuity was not at 100% (the actual visual acuity was not specified). In 05/04, during a follow-up visit, it was found that the implanted lens was opacified and its explantation was consequently scheduled. The intraocular lens was explanted three days later with the complication that the haptics of the lens had adhered to the capsule. For this reason one haptic was left in the pt's eye with the aim of avoiding that the capsule was torn. Then, a different and not specified type of lens was implanted and on the same day of surgery the pt recovered. The two complaint lot numbers (680840 and 680839) manufactured back to back uniquely distinguish themselves from regular manufacturing due to a line shift halfway through the manufacturing process and an extended waiting time during processing. The investigation included a review of manufacturing batch records and an extended thorough technical investigation of returned lenses from the above mentioned lot numbers. The documentation review supported the conclusion that only the two referenced lot numbers were effected. The technical investigation confirmed the complaints, with a haze developing in lenses from the two lots when tested under laboratory conditions. The final conclusion is that during the manufacture of these two lot numbers, certain processing steps did not conform to the applicable sop and as a result, lenses from these lots may opacify. Whether opacification occurs in a specific case will depend on the individual pt. The lot numbers: 680840 and 680839 were not distributed in the us. All lenses from these two lots, which were not implanted, are accounted for and/or under the control of the MFR. All the manufacturing location, appropriate steps have been implemented to prevent a recurrence. The pfizer country offices in the countries where these two lots of lenses were distributed have been provided with information about the opacification phenomenon. Pfizer will keep appropriate parties apprised of any further developments and/or actions. The investigation and implementation of actions to prevent a recurrence are complete.